Event description:
It was reported that patient had experienced adhesive issue as infusion set patch did not stick to skin upon insertion on (B)(6) 2026. The patient faced the issue with five infusion sets from past two weeks; infusion sets were replaced and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.